Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, dysfunction, soreness, loss of range of motion, impairment, lack of mobility, and elevated metal ion levels. Legal counsel also reported at time of revision, metal debris and a loose cup was allegedly noted. Review of invoice history confirms the modular head, cup, liner, and taper adapter were removed and replaced.this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, dysfunction, soreness, loss of range of motion, impairment, lack of mobility, and elevated metal ion levels. Legal counsel also reported at time of revision, metal debris and a loose cup was allegedly noted. Review of invoice history confirms the modular head, cup, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2013 due to loosening of the acetabular cup and pain. Operative report noted the presence of fluid, metal debris, a pseudotumor, a loose acetabular cup, cysts, and fibrous tissue. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00177 / 00178).